Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on, even after the battery was replaced with a known good one. The log was not downloaded for review due to the receiver not turning on, even after the battery was replaced with a known good one. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage. Picture were taken. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.